Event description:
A user contacted the manufacturer due to a trilogy 202 device exhibiting screen problems. They reported that when powered up the screen comes up blank and has to be powered down several times before it comes back up again. The customer advised the manufacturer customer service that they will be taking responsibility to correct and repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained.